Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08286. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device and delivery system was advanced through a watchman access system and the closure device was deployed. It did not meet release criteria, so it was fully recaptured. They stopped the procedure due to the patient's anatomy. They performed a quick echocardiogram sweep and did not see a pericardial effusion. The patient was transferred to the recovery room and was taking 81mg of aspirin at this time. However, about 45 minutes to an hour after the procedure when they were in recovery, they noticed the patient's blood pressure dropped. They brought the patient back to the cath lab and performed a transthoracic echocardiogram which revealed a circumferential pericardial effusion. They attempted a pericardiocentesis, but the bleeding did not stop. The patient was brought to surgery where they closed the laa. They found the source of the bleeding which was at the base of the laa. Two days later, the patient was extubated and off pressors.